Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen was blank. The reporter noted that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/24/2014 with the following findings: there was no blank screen but the display was dim. A battery compartment leak was found during the leak test and moisture was found in the battery compartment and on the printed circuit board. Additionally, the keypad was torn and all of the keys were unresponsive due to moisture around the keypad connector and under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.